Manufacturer narrative:
Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on (B)(4) 2017. The gehc internal field modification number is (B)(4). There is a potential for the display processor to experience an unexpected failure. If this failure occurs, the device screen will temporarily go blank and will then display an error code ¿ec01 xx¿. The blank display results in loss of monitored data being displayed to the user. A ge healthcare service representative performed a checkout of the system and a review of the logs. The reported issue could not be duplicated but the error "du to pmb comm error" was noted in the logs. The display unit (du) and power management board (pmb) were replaced to resolve the reported issue. The customer contact reported there is no patient information available. Unique device identifier: (B)(4).

Event description:
The hospital reported that the screen went black. There was no report of patient injury.